Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history review for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 2 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.

Event description:
Customer reported receiving readings on her freestyle freedom blood glucose meter that were higher than she felt. Customer reported results of "hi" (a result greater than 500 mg/dl), 456 mg/dl, 380 mg/dl and 406 mg/dl. Customer declined to state the date and time when the results were received. She further reported that she was injured and had symptoms related to her high readings, but declined to elaborate. Customer refused to answer any further questions. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to sharon kapsch, MDR chief policy branch at osb.